Event description:
It was reported that at the first pump refill following implant in (B)(6) 2011, healthcare provider (hcp) withdrew 19 ml of the drug. At the second refill, exactly the same amount was withdrawn. On (B)(6) 2012, the hcp investigated in order to understand the issue. A rotor test was done and was "ok". It was then stated that "due to infection", the opacification test could not be performed. The hcp decided to explant the pump and catheter. The patient outcome was reported as "ok". Drug delivered via the device was lioresal 2000mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial# unk, implanted: (B)(6) 2011, explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No significant anomalies were noted in the pump logs except for a motor stall and recovery. Analysis of the catheter revealed an indent down in the cup of the sutureless connector seal, in addition to an occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.